Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/14/2025 the caregiver reported persistent high blood glucose (bg) after a supply change. No insulin delivery alarms occurred. A finger stick confirmed high bg; 14 units of insulin were injected manually. Bg remained elevated (498, 404 mg/dl). On (B)(6) 2025 it was discovered the ilet weight setting was entered as ¿2¿ instead of ¿200,¿ preventing correct dosing. The setting was corrected and bg improved under provider follow-up.